Manufacturer narrative:
The field service engineer found a crack in vacuum tubing and a damaged rinse station tip. The issue was resolved by the engineer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode and calcium reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode and calcium gen. 2 on a cobas 6000 c501 module. The sample initially resulted in the following values: sodium = 197 mmol/l. Calcium = 1.42 mmol/l. The sample repeated with the following values: sodium = 150 mmol/l and 150 mmol/l. Calcium = 2.17 mmol/l and 2.14 mmol/l.